Manufacturer narrative:
Bci field service engineer (fse) ordered a valve to be sent to the customer. Bci contacted the customer on (B)(6) 2011 and confirmed that the part was received, but the customer had not replaced the part yet. Service was offered but the customer declined. Bci will contact the customer to confirm the replacement.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxc 800 pro synchron clinical system. The customer stated fluid was leaking from the quick disconnect of valve 14 in the hydro unit. No injury was reported and there was no effect to patient or user.